Manufacturer narrative:
(B) (4). The ge service rep reseated pcb's and instructed the customer to plug the system into the wall at the end of the day.

Event description:
The customer reported that the system was giving a filament regulator failure error towards the end of the day.